Event description:
This is the first of two reports (same patient, same incident, different products). This report is in regards to the duragen. The integra medical affairs director received an inquiry from the pharmacy resident regarding the association of duraseal, duragen, and eosinophilic meningitis. The pharmacy resident reported that both devices were used in a neurosurgical procedure on (B)(6) 2014 and the patient now has eosinophilic meningitis. It was reported that the patient has had persistent headaches (medrol dosepak was given) as an outpatient and persistent fevers since the surgery. On (B)(6) 2014, a right frontal ventriculoperitoneal (vp) shunt was placed. On (B)(6) 2014, the patient was admitted to the hospital and was placed on broad spectrum antibiotics. On (B)(6) 2014, the patient had a vp shunt externalization. On (B)(6) 2014, the patient was diagnosed with eosinophilic meningitis. Once the diagnosis of eosinophilic meningitis was made, the patient was placed on decadron. The patient is still on decadron taper 2mg q6 hours. The vp shunt was re-internalized on (B)(6) 2014. There is no plan to remove the duraplasty at this point, planning long duration of steroids. The patient has been transferred out of the intensive care unit (ICU) to the medicine floor. The patient's headache has now resolved and cognition has improved. The patient still has difficulty with short term memory. Overall, patient is doing well. Additional information was requested and on (B)(6) 2014, the following was provided by the customer. The patient is now back in the ICU for increased hydrocephalus/confusion. The customer is still gathering the rest of the requested information.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.